Event description:
Customer called to report a leak from what appeared to be the I-beam tubing of the coulter lh750 hematology analyzer during hemoglobin troubleshooting. The field service engineer (fse) spoke with customer prior to on-site service, and determined that one of the tubes was split. The fse then instructed customer to replace the tubing. The fse then had customer verify instrument performance by ensuring proper startup and running controls. Customer stated that no one was affected by or exposed to the leak.

Manufacturer narrative:
(B)(4).